Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "I would like to request the warranty on a breast prosthesis that is less than 5 years old and is ruptured."

Event description:
Patient reported "I would like to request the warranty on a breast prosthesis that is ruptured" against unknown side device remains implanted.